Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they had to frequently replace the batteries on their device. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the black box history spans from 10/31/2013 - 11/8/2013 while the complaint was logged on 10/28/2013. There was no black box data to support that timeframe. Multiple low and replace battery warnings were observed in the pump's alarm history. The battery compartment was found to be intact with no cracks and no evidence of moisture contamination. There was no battery cap returned so a test cap was used for all testing. A power loss was not observed and the pump's current draws were within specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.